Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) replaced the batteries. The stm also replaced safety disk and luer fitting and performed a pm and all functional and safety tests were performed and passed to meet factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the battery of the cs300 intra-aortic balloon pump (iabp) failed. The customer requested the iabp be checkout during scheduled pm. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.